Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the patients dura was cut and the bur hit a critical structure. No further information was available.

Manufacturer narrative:
H6; the event in this case reported no malfunction with the cutting accessory involved. Per the customer they do not believe it was a result of the drill malfunctioning. The cutting accessory was not identifiable as a stryker product to perform additional investigation. The cutting accessory was also not returned for evaluation to stryker. With no reported malfunction, product not identifiable as a styker product and not available for evaluation the event is considered a product inquiry on behalf of the customer. No further information was available. The quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the patients dura was cut and the bur hit a critical structure. No further information was available.